Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via FDA. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an FDA report which reported the following information: a FDA investigator reported on behalf of a customer who stated that the outer packing of the freestyle libre 14 day product purchased did not have sticky glue, and was therefore not sealed properly. The customer additionally reported that the replacement product received had the same issue. There was no report of adverse event or third-party treatment required. Based on the information provided, there was no report of serious injury associated with this event.